Event description:
It was reported that the right ventricular (rv) lead pulled back due to twiddler's syndrome. It is still in use. Also, the right atrial (ra) lead dislodged due to twiddler's syndrome. The ra lead and ICD were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Outer insulation cosmetic cut and depression was noted. Apparent explant damage. (B)(4) the device was analyzed and no anomalies were found.